Manufacturer narrative:
The customer reported that the lcd display of the rns (remote network system or remote monitoring system) does not turn on. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the lcd display of the rns (remote network system or remote monitoring system) does not turn on.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the lcd display of the rns (remote network system or remote monitoring system) does not turn on. The device has been evaluated and it powers up fine, but has very dim display and is not adjustable. The unit has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.